Event description:
It was reported that during a laparoscopic gastric bypass rou-en-y, on the sixth firing of the device, but only the second firing on the pouch with a blue load. The device was fired and stopped cutting after the second firing stroke. After the device stopped cutting, the tissue bunched up along with staples from the third firing stroke. The device opened fine. All the malformed staples were removed from the patient. The surgeon transected the tissue from the second firing stroke on and pulled another device to complete the staple line. A leak test was performed and the staple line was fine. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that the long60a device was received in good visual condition and with a ecr60b and fully fired reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. After further analysis, the knife was noted to be damaged. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.